Event description:
Pump declared alarm 20 during the loading process. Blood glucose level was reported as 131.4 mg/dl, which is within the normal range. The customer successfully loaded a cartridge and resumed insulin therapy without any reported complications.